Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had a pressure transducer issue, was sent for repair, was repaired and returned to service. It was reported that there was no patient injury as a result of the event.